Event description:
The customer reported to customer service that the power supply for her breast pump sparked at work - that it is "worn by the transformer." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed sparking from the exposed wires at the strain relief, but indicated that there was no fire, no flame, no melting and no breach in the transformer housing. She also indicated that she regularly wrapped the cord around the transformer housing and that no injuries were sustained as a result of the issue. Eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation at the strain relief was present creating a short circuit which could result in sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. A visual examination of the power supply revealed nothing unusual with the transformer housing. A visual examination of the cord revealed exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as 0.9 ohm, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 62.8 ohms, which is normal and indicates that the thermal fuse did not blow.